Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a kink in the catheter could not be verified since the original sample was not returned for investigation. Three unused zenysis d/l catheters were received in unopened kits. No damage was noted on the kits. The kits were opened and the catheters were removed for inspection. The unused catheters revealed no damage or defects. No kinks were observed in the d/l tubing. A tactual investigation revealed nothing remarkable. There was no tendency for the catheters to kink. The d/l tubing was cut just distal to the bifurcation and 2.5cm distal to the bifurcation. The wall and septum thickness of the tubing were within specification. The extension leg was also within specification. The reported event could not be tied to a defect in manufacturing of the returned samples. Kinking could be related to the position of the catheter during use. The product IFU states, ¿catheters should be implanted carefully to avoid any sharp or acute angles which could compromise the opening of the catheter lumens.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reap1683 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reap1683) have been reported from the same facility.

Event description:
On (B)(6) 2016 - per sales representative, facility reported that a zenysis catheter became kinked and collapsed at the "neck" of the catheter during plasmapheresis. It was stated that the catheter needed to be replaced within 24 hours of placement. This event addresses catheter two.